Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 5 mmol/l at the time of the incident. The customer stated that they went swimming and the pump started alarming. The customer reported water in the battery compartment. The customer reported a crack on the rim extending at the back of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch and corroded battery tube. The device was received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.